Manufacturer narrative:
Consumer reported concerns infection, mobility, bleeding & pain. Consumer also had concerns regarding final prosthesis.

Event description:
Consumer reported concerns infection, mobility, bleeding & pain. Consumer also had concerns regarding final prosthesis.